Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 323 mg/dl, and the customer attempted to treat with the insulin pump. The customer rewound the insulin pump, using 5 units of the fill tubing procedure, and insulin did exit from the tubing. He was unable to remove the infusion set at the time of the call to examine the cannula. Advised the customer to change the entire infusion set. Nothing further reported.